Event description:
It was reported that the patient's implantable neurostimulator (ins) had migrated down from its original location under the collar bone. The ins had been turned off since 2007 when the patient had a stroke and it was deemed inappropriate for the patient to use deep brain stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model: 3387s-40, lot# v018456, implanted: 2007 (B)(6), explanted: unknown; extension: model: 748251, (B)(4), implanted: 2007 (B)(6), explanted: unknown.